Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported "capsular contracture baker IV bilateral with severe pain" and "seroma" against the left side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6 , d.7 , g.3, h.6.

Event description:
Device has been explanted.